Manufacturer narrative:
The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4): according to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was removed during a scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreatic duct on an unspecified date. According to the complainant, the physician attempted to remove the advanix pancreatic stent using a snare and the stent broke. The broken stent was completely removed by performing balloon dilation. There were no patient complications reported as a result of this event.